Manufacturer narrative:
(B)(4). The clip delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the failure to adhere or bond to the leaflet appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that 10 minutes after the second clip was deployed, it appeared that the posterior leaflet slipped out of the clip a little bit, and the mr increased. A third clip was implanted to reduce the mr, and stabilize the second clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was thin, short and restricted, with less coaptation, with an enlarged left atrium. One clip was implanted and the mr was reduced to 2. The second clip ((B)(4)) was then deployed; however, 10 minutes after deployment, it appeared that the posterior leaflet slipped out of the clip a little bit, and the mr increased. It appeared that the clip was still partially attached to the posterior leaflet. A third clip was implanted to reduce the mr, and stabilize the second clip. Three clips were implanted and the mr was reduced to 3. A clinically significant delay was noted due to the need for an additional clip for treatment. The patient was confirmed to be stable. No additional information was provided.